Event description:
A bard broviac 2.7 reyf1794 was placed in the right greater saphenous vein without difficulty. Ten days later the broviac was nonfunctioning, and extravasation noted. The broviac was removed (condition not described). A second 2.7 bard broviac rezf1194 was placed into the left greater saphenous vein. Five days later the catheter was not functional and extravasation noted. Catheter removed and was noted to be clotted distally and blown out proximally. A third catheter was placed. The third catheter functioned until it was no longer. The catheter was removed.